Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose over 600 mg/dl at the time of the incident. Customer's current blood glucose was 280 mg/dl. Customer stated that she has been unable to get her pump to sync up for a week and a half. Customer stated that the sets have been coming loose and she is pushing them back in. Customer gave a manual injection of 10 units and her blood glucose went down to 47 mg/dl. Customer has not sought medical attention. Customer was advised to do a complete set change. Customer's husband gave her a manual injection of 5 units. Customer woke up this morning with high blood glucose. Customer was advised that the bolus wizard feature was working as designed. Customer was sent a tubing clamp and will call back to run the high pressure test.